Event description:
It was reported that the procedure was to treat the mildly calcified, mildly tortuous left anterior descending (lad) coronary artery. The 3x33 mm xience prime stent delivery system (sds) was deploying the stent when a perforation occurred within the distal portion of the stent. Prolonged balloon dilatation was performed for 30 minutes to seal the perforation. There were no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.